Event description:
Customer called to report a fluid leak (cleaner) in the coulter hmx analyzer with autoloader, but was unable to isolate its source. No erroneous results were generated or generated during this occurrence. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint. The field service engineer (fse) found that the aspiration tubing was disconnected from port 12 of the blood sampling valve (bsv). Port 12 was loose and affecting aspiration. Bsv was replaced and aspiration was verified. There was no further evidence of leaking.

Manufacturer narrative:
The root cause for the leak was port 12 of the bsv was no longer engaging its respective aspiration tubing. As described, the fse resolved the issue by replacing the blood sampling valve (bsv). (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)